Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure first fiber ¿fiber flashing, end firing. The fiber was exchanged and the second was used to complete the procedure. Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. This would cause reduced vaporization efficiency. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; glass cap proximal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 23,000. Time expended: 00:03:52.